Manufacturer narrative:
Correction: h10: field should be corrected to: the reported events of loss of capture and unacceptable threshold was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis and visual examination found an external insulation abrasion breaching the superior vena cava cable lumen at the proximal region of the lead. The inner coil lumen and etfe cable coating were found intact. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2024-02075. It was reported that a patient presented with reported discomfort. Examination revealed syncopial episodes due to asystole. The right ventricular lead and implantable cardioverter defibrillator were found to have lost capture. The lead was cut and capped and the device was explanted and replaced. This surgical intervention occurred on (B)(6) 2024. No further adverse patient consequences were reported.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis and visual examination found an external insulation abrasion breaching the superior vena cava cable lumen at the proximal region of the lead. The inner coil lumen and etfe cable coating were found intact. The cause of the external insulation abrasion is consistent with friction to the device can.